Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 61 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is4 connector pin was not returned. It is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated 49 cm proximal to the lead tip that the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the above mentioned fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to suspected fracture, >3000 ohms impedance with intermittent capture. Analysis needed. Sending lead back. No adverse patient events reported. Should additional information become available, it will be added to this file.